Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an unk "pelvic mesh" on an unk date. It was alleged that the plaintiff was "caused and in the future will be caused to suffer severe personal injuries", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.